Event description:
This is a spontaneous report about a patient who died after a surgery during which adept was applied. The surgery was in 2009. This report was received by int'l affiliate from a sales rep on 05-feb-2009. A questionnaire was sent to the reporting physician in order to collect additional information about the event. Additional information received from (chief of surgical department) on 05-feb-2009. A patient who had an extensive resection of his colon (1.10m) because of an megacolon elongation has been performed without major complication. Four weeks after initial colectomy he presented with an ileum subsequent to extensive adhesion formation. After adhesiolysis, adept has been instigated for further adhesion prevention. After second surgery, patient has been practically over 10 weeks in an ileum status, which finally determined the need for a third surgical intervention in the next day. During this procedure, no adhesions between abdominal wall and bowel have been identified (which is usually the case), but along the small bowel loops (which were adhering between each other) a cloudy, whitish-gray shiny mass of about 2 mm thick has been identified and required sharp dissection to release the small bowel loops. During and towards the end of surgery patient experienced two cardiac arrests. He recovered after first cardiac and volume resuscitation, but he did not recover after the second arrest, and died subsequently. There was no temporal relationship between the first cardiac arrest, and the application of adept. Surgeon does certainly not see any causal relationship with the cardiac arrest and the patient's death, but is intrigued by the local findings on the loops of the small bowel.

Manufacturer narrative:
Baxter medical assessment: patient with repeated episodes of ileus before and after application of adept (megacolon surgery). Unusual morphologic findings in the area of the small bowel (see narrative). Causality: the persistent ileus is a symptom that cannot be influenced by the application of adept; although multifactorial, adhesion reformation may point towards a potential lack of efficacy of adept; the two episodes of cardiac arrest have occurred about ten weeks after adept application (no relationship); death has been the consequence of the second cardiac arrest. Conclusion: we cannot rule out that adept has caused or contributed to the adhesion reformation. The death of the patient has been the result of repeated cardiac arrests during the third surgical procedure (long lasting, extensive surgery and age/pathology of the patient) which occurred 10 weeks after the application of adept. No further investigation required.